Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the device worked normally at first, but the blade could not cut the myoma in the middle. When the surgeon grasped the trigger for reverse rotation, the handle and the cable vibrated a little and an abnormal noise was heard. The surgeon suspected a failure of the blade driving, not the edge of the blade. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Poor blade. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.